Manufacturer narrative:
(Unrelated to device problem). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung upper lobe transection on a laparoscopy thoracic wedge resection procedure, the surgeon pressed the green button, but the handle did not engage to fire the reload. They used another handle to resolve the issue. The laparoscopic procedure was converted to open, but it was unrelated to the device problem. There was no patient injury.